Manufacturer narrative:
The events occurred on an unspecified date in (B)(6) 2020, reported as "roughly one week ago". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (apd) patient experienced shortness of breath, chest tightness and discomfort during fill 5. The patient was connected to the homechoice (hc) pro device at the time of the events. The patient reported that they disconnected from the hc device and contacted the pd registered nurse (rn). Renal therapy services (rts) advised the patient that the hc did not have a feature called "stat drain" that could be accessed by continuously holding down the stop button. The patient stated that the pd registered nurse ¿affirms that the stat drain feature exists¿. Rts advised the patient of the correct way to access manual drain. The patient reported they had previously bypassed cycles until they reached a drain when they wanted to manually drain fluid. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. Rts advised the patient to follow up with pd rn regarding symptoms and for prescription review. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The homechoice pro device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. The event history log review showed that due to additional therapies being performed, the previous information was overridden; therefore, there was no information available from the date of the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.